Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor indicated that the probe actuation failed during surgery. The product was replace and surgery completed with no patient harm. A sample has been requested for evaluation.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one other complaint for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed conforming. Actuation and cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The extension is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at after approximately 20 minutes of surgical use with the probe, the adhesive bond failed, causing the extension to detach from the coupling. An investigation has been initiated to lower the occurrence of detachments of the extension from the coupling. The manufacturer internal reference number is: (B)(4).